Event description:
It was reported that a user¿s dexcom g6 did not pair with the ilet after starting a new transmitter, while the g6 paired to the dexcom app; the user subsequently disclosed entering the wrong transmitter serial number in the ilet, and the agent guided correction of the serial number to initiate pairing, consistent with an incorrect procedure and pairing issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to failure to follow pairing instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.